Manufacturer narrative:
(B)(4). Batch # r94p6a. Investigation summary: the device received was returned with no apparent damage. When the device was connected to a gen11, the device was functional and worked as intended. Then the instrument was tested with test media and it performed as expected. The device was disassembled to inspect the internal components and no anomalies were found. The batch history record was reviewed and no defects, ncr¿s, or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information: what was the specific procedure? What was the indication for the procedure? When did the bleeding occur during the procedure? Was the patient on any anticoagulants? What power level was used on generator? Was the hemo button or energy button used for transsection? Are we able to obtain the generator log for this procedure? Was the patient given any additional blood products after the procedure (while on the ward)? To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the surgeon attempted to divide the ileocolic artery. The device did not achieve hemostasis and the patient lost approx 1000ml of blood. Vessel was clamped and bleeding was stopped using an alternative product. Hemoglobin was monitored and 2 units of blood (500ml each) were infused. There was a 10 minute delay to the procedure. Patient's current condition was reported as discharged.

Manufacturer narrative:
(B)(4). Additional information received: what was the specific procedure? Lap r hemicolectomy. What was the indication for the procedure? Cancer. When did the bleeding occur during the procedure? When he used the adv haem mode of the harhd36 on the ileocolic vessel and released it when complete. Was the patient on any anticoagulants? Aspirin. What power level was used on generator? N/a as adv haem mode was used. Was the hemo button or energy button used for transsection? Yes. Are we able to obtain the generator log from the generator that was used during this procedure? No as they are unsure which gen11 was used. Was the patient given any additional blood products after the procedure (while on the ward)? The patient did not receive any post op blood products.